Event description:
Customer reported a cgm error 42 related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after the reset, the cgm error did not reappear. The customer successfully started their sensor session.